Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the programmer user interface froze after rv pacing threshold test. It was necessary to unplug the programmer to restart it. Then, the threshold test has been started after complete aida data reading and tests (impedance and sensing tests) execution. An explanation is requested.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the programmer user interface froze after rv pacing threshold test. It was necessary to unplug the programmer to restart it. Then, the threshold test has been started after complete aida data reading and tests (impedance and sensing tests) execution. An explanation is requested.

Manufacturer narrative:
Preliminary analysis showed that the reported behavior could be related to a deadlock situation located at gui level; in a particular situation when a stop command is executed during the reconstruction of the complete egm and markers traces corresponding to the threshold test.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the programmer user interface froze after rv pacing threshold test. It was necessary to unplug the programmer to restart it. Then, the threshold test has been started after complete aida data reading and tests (impedance and sensing tests) execution. An explanation is requested.